Event description:
Customer reported the insulin pump alarmed button error. Customer took the battery out for ten minutes. Reinserted and the device alarmed again. Customer's blood glucose was 136 mg/dl. Customer reported she was going to suspend the device, she pressed act and it locked up when, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to the corroded keypad traces. The device had cracked lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.